Manufacturer narrative:
Device not returned.

Event description:
It was reported that the infusion set tubing was attached to the customer when the tubing was filled with 30 units of insulin during the loading sequence. Customer's blood glucose (bg) was 51 mg/dl and was "near to being incapacitated". Customer consumed food, milk and glucose tabs to address the additional insulin that was delivered. This occurred at daycare and when at home, as customer was a child, parents provided customer liquid sugar and contacted healthcare provider for advice. During the following days, parents stayed in contact with their healthcare provider; however, did not require or seek emergency care. Four days after the event, customer was "feeling alright" and bg was 90 mg/dl. Parents were aware the event was caused by a handling error at the daycare.